Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va1jqk8, implanted: (B)(6) 2017, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 20-jun-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 15-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that there were high impedances. No environmental/external/patient factors may have led or contributed to the issue that the rep is aware of. Diagnostics/troubleshooting included impedance readings in the neurology clinic and again impedance readings in pre-op prior to the surgery. Interventions/actions taken included a revision surgery where the left extension was replaced and inter operative impedance testing was done on the lead itself. Once the lead was surgically exposed, it was evident that the lead was missing some of the insulation around the proximal end of the lead which connects to the extension. It had been worn off/been pulled off. It's causing some impedance issues but the lead was not removed at this time. The surgeon fashioned some temporary insulation on the lead and replaced the extension. The patient had the surgery because the left dbs was showing out of range impedances. The extension was replaced and 3 of the 4 electrodes were functioning and the #3 electrode was higher but not out. The issue was reported to be resolved at the time of this report. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that no specific cause of the lead insulation wearing off/pulling was determined. The replaced extension was destroyed and will not be returned.